Event description:
Complainant alleged that during the helicopter transport of a female pt (age unk), the pt pacing was intermittently interrupted by radio frequency interference. The pt subsequently expired.